Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient involvement.

Manufacturer narrative:
The astral device was returned to resmed for evaluation. Visual inspection identified the power port was physically damaged. Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to physical abuse. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient involvement.